Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Hold af 01-29 this is a spontaneous case report received via regulatory authority (case# mw5039753) in united states on 15-jan-2015 from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she experienced heavy bleeding from 2014 (unreadable date) to total hysterectomy on 2014 (unreadable date). In addition consumer informed that her legs were going numb and she experienced rash on right hips, weight gain and bloating. Company causality comment: this spontaneous not medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur; therefore a causal relationship between essure and the event heavy bleeding cannot be excluded. Also, non-serious events were reported: legs going numb, rash on right hip, weight gain and bloating. This case was regarded as incident due to the reported surgical intervention (hysterectomy). A product technical analysis is expected.

Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on 01-feb-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur; therefore a causal relationship between essure and the event heavy bleeding cannot be excluded. Also, non-serious events were reported: legs going numb, rash on right hip, weight gain and bloating. This case was regarded as incident due to the reported surgical intervention (hysterectomy). The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up will be pursued since no contact information was provided.